Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device reboots when charge button was pressed during op check. There was no patient involvement.